Manufacturer narrative:
The device was returned the manufacturer in damaged condition.

Event description:
It was reported that there was evidence of fluid ingress into the potentiometer on the bottom of pc board which caused a faulty connection between the potentiometer contacts that control the heater. No patient involvement or adverse consequences were reported.